Manufacturer narrative:
A product investigation is in progress.

Event description:
The entire tampon that was still in the plastic got stuck in my vaginal cavity [foreign body in reproductive tract] trouble inserting and freeing the plastic covering from the tampon [device deployment issue] as I was inserting a new one the entire tampon got stuck [complication of device insertion] strings on the end of the tampons are too short [device physical property issue] tampon strings came apart [device breakage] case narrative: consumer reported via email that the tampon and plastic applicator became stuck during insertion. No serious injury was reported.

Event description:
The entire tampon that was still in the plastic got stuck in my vaginal cavity [foreign body in reproductive tract] trouble inserting and freeing the plastic covering from the tampon [device deployment issue] as I was inserting a new one the entire tampon got stuck [complication of device insertion] strings on the end of the tampons are too short [device physical property issue] tampon strings came apart [device breakage] case narrative: consumer reported via email that the tampon and plastic applicator became stuck during insertion. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
The entire tampon that was still in the plastic got stuck in my vaginal cavity [foreign body in reproductive tract]. Trouble inserting and freeing the plastic covering from the tampon [device deployment issue] . As I was inserting a new one the entire tampon got stuck [complication of device insertion] . Strings on the end of the tampons are too short [device physical property issue] tampon strings came apart [device breakage] . Case narrative: consumer reported via email that the tampon and plastic applicator became stuck during insertion. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on june 16, 2022. An investigation is in progress for returned product received on june 30, 2022.